Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The anesthesia control board and the high powered display unit board were replaced. The reported event occurred prior to patient involvement.

Event description:
The hospital reported the unit had a system failure prior to the start of the case. There was no report of patient injury.